Event description:
Event description cpi received information that this patient's large patch lead (0041) was found fractured on 10/24/97, at the time of a procedure for normal battery replacement of the patient's automatic implantable cardioverter defibrillator (aicd). A lead was being sent to the hospital on monday, two days later, the replacement would take place at that time. Two days later on 10/27/97 the patient had developed a pocket infection. The entire system was cut and capped. The (aicd) was returned for analysis, along with parts of the leads. A new cpi system was implanted.